Manufacturer narrative:
The investigation is still on-going. The results will be provided within a follow-up report.

Event description:
It was reported that the ventilator failed during a case. There was no patient injury reported.

Manufacturer narrative:
A dispatched service engineer was not able to duplicate the reported problems. The unit was ran for several hours without exhibiting further deviations. The log file provided to the manufacturer does not cover the period in question. No additional information was made available and - due to the fact that no parts were necessary to replace, a case-specific evaluation is not possible. The root cause for the reported issue can't be determined, finally. There have no patient consequences occurred in the particular case. In a potential situation of ventilator failure the device switches to manual ventilation mode and alerts the user to this condition by means of a corresponding alarm. The monitoring functions remain available. All alarms, potential root causes and possible remedies are explained in the IFU. Remark: the user reported two occasions of ventilator failure with the same device on two different patients. For the second event instance, MDR #9611500-2017-00224 was filed.

Event description:
Refer to initial MFR. Report #9611500-2017-00225.